Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported recognized flake-shaped low density artifacts. The philips field service engineer (fse) evaluated the system and confirmed the reported event. The fse determined the issue was due to a failed compensator and replaced the compensator to resolve the issue. The fse reported there was no harm to a patient and no report of misrepresentation as a result of the artifacts. The system is in clinical use. This issue has been determined to not be reportable.

Manufacturer narrative:
The customer reported recognized flake-shaped low density artifacts. The philips field service engineer (fse) evaluated the system and confirmed the reported event. The fse determined the issue was due to a failed compensator and replaced the compensator to resolve the issue. The fse reported there was no harm to a patient and no report of misrepresentation as a result of the artifacts. The system is in clinical use. This issue has been determined to not be reportable.